Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported this pt had a persistent type 2 endoleak that was being watched and the aneurysm was found to have increased in size based on a recent eval. It was also reported that this pt had 2 secondary procedures performed at 10 months and 32 months post implant respectively and these procedures were for dilatation of the common iliac arteries bilaterally. The pt requested removal of the stent graft due to the type 2 endoleak which was coming from a patent lumbar artery. The proximal attachment of the bifurcated stent graft and the distal iliac fixations were left in place. A dacron graft was sewn to the aneurx stent grafts that were left in the pt. The active bleeding lumbar was occluded by suturing it. No additional info was rec'd and the pt is fine.

Manufacturer narrative:
Evaluation summary: the device was explanted during surgical conversion due to aneurysm expansion from a persistent type 2 endoleak. Details of the original implant were not provided. Secondary procedures (additional iliac cuffs) were performed at 10 months and 32 months for dilatation of the iliac arteries bilaterally. From the examination of the returned devices, the likely cause of the aneurysm expansion appears to be the type 2 endoleak from a lumbar artery. A single spring abrasion hole was observed on the aortic body. It is possible that this hole may have also contributed to the aneurysm expansion; however, the hole appeared covered by tissue/thrombus, and no endoleak was reported in this area. The bifurcate aortic body was rec'd transected in two sections, and the graft limbs were not returned for evaluation (reported as left in the pt), thereby limiting the extent of the evaluation.